Event description:
It was reported to philips that the system did not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse found defect suite pc and its power supply. The fse tried to repair the pdu and switch module of suite pc power supply, however it was not successful. To resolve the issue, the fse replaced the suite pc and reloaded the software. The suppliers part analysis has conclusively determined that the suite pc was failed due to power supply. After replacement and software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.